Manufacturer narrative:
10may2023 (B)(4) investigation completed.

Event description:
Related manufacturer reference number 3006705815-2023-02127. It was reported the patient experienced pain located at the ipg and lead ( related manufacturer reference number: 1627487-2023-01837) sites. It was also reported the patient experienced inadequate stimulation with their scs system. As such, surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had their system explanted to address the issue.